Event description:
It was reported that the patient with sick sinus syndrome presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited high pacing impedance. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing, x-ray inspections and visual analysis were normal with no anomalies found.